Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received from legal. The patient was revised because of poor ingrowth of the cup.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available, however, per the provided records this depuy acetabular cup was cemented in to patient acetabulum. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.